Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the optical switch knob is slipping resulting in incorrect energy selection. There was no patient involvement.